Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 24mm stent delivery system returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink in the lasercut region located at 2.5 cm distal to the proximal end of the mid shaft bond. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was kinked once removed from the hoop. The procedure was completed with a new 3.50x24 synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was kinked once removed from the hoop. The procedure was completed with a new 3.50x24 synergy stent. No patient complications were reported.